Event description:
Post market clinical follow-up study received. The patient underwent arthrodesis surgery of the right talonavicular, subtalar, and percutaneous tendo-achilles lengthening using hoke method. A staple was placed across the talonavicular joint. At the 3-month post-op visit the surgeon reported a radiographic nonunion at the talonavicular of the right foot. The patient was scheduled for a follow up with x-rays in 6 months. At the 15-month follow-up visit the surgeon reported a radiographic nonunion at the talonavicular of the right foot and a broken staple in the same region. The patient was scheduled for a follow up with x-rays in 6 months. No further informaiton was received.